Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and a bolus was delivered to address bg. Customer did not know cause of elevated bg; however, thought that a bolus may have inadvertently been forgotten to be delivered as an incomplete bolus alert had been received.